Manufacturer narrative:
E.1. Address was not located and (B)(6) was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 3ml ll 200 s/c had a syringe needle connectivity issue. The following information was provided by the initial reporter: customer problem: customer states bd syringe and butterfly do not make a proper seal and air is pulled into the syringe. Steps taken with customer/troubleshooting: requested information; phone #, facility address, butterfly product # and lot #. Forwarded email to bdm as well for syringe complaint. Customer location (country): USA. Did the specimen(s) need to be recollected? Pending. Did exposure to blood/ bf occur (piercing mucous membrane or skin barrier)? Na. If exposure occurred was there any post exposure testing or medical intervention? Na. Next steps (if necessary): awaiting response. Resolution achieved (y/n)? Na. Quantity received and quantity affected: pending. Shipment method (directly or via distributor): pending. Photos or returns requested? Requested. Follow up required (y/n)? Y. Additional information provided: hazard, injury or erroneous results? No. Hazard, injury or erroneous results details.

Manufacturer narrative:
(B)(4) - supplemental MDR - syringe needle connectivity issue. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.